Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples were severely misaligned and moving freely in the cover block. The stapler appeared used as there was biological material on the device. The stapler was received with 33 staples left in the cover block, indicating that at least 2 staples were fired by the end user. Functional testing was performed on the returned device. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, one unformed staple was released. On the second attempt, a staple was able to fully form and release. On the third attempt, a staple was able to fully form and release. On the fourth attempt, no staples fired. This was repeated multiple times with the same result. The misalignment of the staples appeared to jam the stapler resulting in the stapler not firing. The stapler was disassembled and die casting anomalies were discovered on the forming tool. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the staples appeared severely misaligned. Upon functional inspection, on the first attempt an unformed staple released. On the second and third attempt, a staple was able to fully form and release. On the fourth attempt, no staple would fire. No more staples were able to fire from the device due to the severe misalignment of the staples. The misalignment of the staples appeared to jam the stapler resulting in the stapler not firing. The stapler was disassembled and die casting anomalies were discovered on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.